Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the primary IV set during infusion; the leak was changed and the infusion continued without difficulty. There was no harm reported.

Manufacturer narrative:
Concomitant medical products: baxter healthcare, 250ml intravia container 4 mcg/ml of dexmedetomidine, lot ur15i10045; therapy date: (B)(6). The customer¿s report of leaking was confirmed and replicated. Functional testing was performed; a small, slow leak was observed where the IV tubing connects into the uppermost y-site. Examination under magnification showed the fluid travelling around the outsides of the tubing. There was no distinct evidence of bonding solvent at the tubing-to-y-site attachment area. The root cause of the leak was determined to be insufficient bonding solvent applied to the connection site during production of the set, resulting in a gap in between the sides of the tubing and the y-site entrance.

Event description:
The leak occurred during an infusion of dexmedetomidine 1000mcg/250ml at 0.75 mcg/kg/hr.

Manufacturer narrative:
Additional information provided from customer (B)(4).

Event description:
Received a medwatch report that stated: "event desc: during patient care IV tubing appeared to be wet. After closer look it was determined that the tubing was leaking. Replacement medication ordered and hung on new IV tubing. This tubing was new from noc shift when lines were changed.